Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Review of manufacturer's database indicated the patient died 22 days following implant of pacemaker. Follow up with clinic reported patient had last been seen there ten days after implant and there were no device or lead issues at that time. The patient was not pacemaker dependent. The cause of death has been requested and not received.